Manufacturer narrative:
D9: date returned to mfg.: 7/8/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿there was a cassette sensor error" was confirmed during the downstream occlusion (dso) test. Additionally, a scratched lens and data loss were found. The dso sensor, dso seal, mainboard, lens, cam sensor, and bracket were replaced. The pump was calibrated and the software updated. All tests passed within specification. The probable cause was damaged dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a cassette sensor error. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.